Manufacturer narrative:
A decision was made on (B)(6) 2016 to report all prophylactic explants that are reported to st. Jude medical. Therefore, (B)(6) 2016 is used as the aware date for all prophylactic explants occurring prior to this date.

Event description:
New information received indicates that the patients condition was good post and pre procedure no obvious distress observed.

Manufacturer narrative:
(B)(4). The ICD was returned from the field and was evaluated. Longevity estimations show the battery voltage was normal based on device usage.

Event description:
The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device.